Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable and beyond the expected upper range. Also, the right ventricular lead integrity alert was triggered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fluctuating impedances and oversensing. There were numerous non-sustained v entricular tachycardia (vt) episodes with high frequency and there was an alert for high sensing integrity counter (sic). It was noted that the oversensing did not look like noise but rather like a far field sensing of the atrium. It was decided to explant the lead because of this suddenly appearing oversensing that could not be explained conclusively at that moment and that there had been fluctuating impedance values in the past. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.